Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The battery was re-inserted and no constant tone or backlight anomaly was noted during monitoring. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported by the customer's mother that their insulin pump was exposed to moisture during a hurricane. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).